Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a couple weeks ago the recharger (rtm) started to get warm while recharging and then a week ago sunday, the rtm got really hot and pt thought the rtm was melting and only charged ins up 20% to 50% charge. Pt said they hadn't charged since and turned the ins off last week due to the rtm getting hot. Pt then said they went to the hospital due to what pt said might have been a minor stroke and they wanted to do an MRI of pt's head and upper chest, but couldn't have the MRI as the hospital couldn't get pt's controller into MRI mode and came up with no device found. Pt mentioned last time they checked battery levels of the implant last week or friday, the implant battery was red. An email was sent to the repair department to replace the rtm. Reviewed recharging information for when pt gets the new rtm. Pt also mentioned they tried to call  a manufacturer representative (rep), but they were out of office (no rep awareness alleged). Reviewed pt would only be potentially head/brain eligible based on pt's lead model.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the recharger antenna's cable insulation was torn at the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.